Manufacturer narrative:
The reported event for ipg pocket pain was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced pain at their ipg site. As a result, surgical intervention was taken to relocate the ipg pocket and replace the device.